Manufacturer narrative:
Additional information: h6, h10. A review of the device history record (DHR) was conducted for serial number (B)(6), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.

Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse confirmed the issue on the error log and was able to reproduce the error upon starting a test. The fse observed the sample rack would move approximately one inch and the error would occur. The fse aligned pitch sensor #1 and resolved the issue. The aia-900 analyzer returned to service. No further action required by field service. A complaint history review and service history review for similar complaints was performed for serial number (B)(4), from installation date of (B)(6) 2019 to aware date (B)(6) 2019. No other similar complaints were identified during the search period. The aia-900 operator's manual states the following: [2300] s.loader step feed failure: cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The probable cause of the reported issue is attributed to the alignment of pitch sensor #1. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported receiving error message 2300 s.loader step feed failure while operating on the aia-900 analyzer. The customer stated the footer was functioning then stopped. Technical support (ts) instructed the customer to clean the footer, perform an all set home function, then process samples. However, the error remained. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of estradiol (e2) and prolactin (prl) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.